Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went on site to evaluate the device. The fsr verified that the display was not working properly so he replaced the display. The fsr performed calibrations and the device is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it has no display. The customer stated the unit was on a patient during use, no patient harm reported.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the avea uim (user interface module) and the failure was duplicated when powered on. The failure analysis upgraded the software and corrected the reported malfunction. The root cause was a corrupted boot loader. No further investigation needed.